Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she cleared it and went to bed. Customer woke up this morning to her pump beeping button error. Customer stated that she cannot clear it off. Customer's blood glucose was 315 mg/dl at the time of the incident. Customer does not know what caused the button error and stated that it was being worn in her bra like always. Customer thought that she treated last night. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she has a new pump but she has not been trained on it yet. Customer agrees to send back the pump. Customer was advised that the pump would not be replaced as she currently has an upgraded pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads, minor scratched display window and stained end cap sticker.